Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water tube and the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device evaluation found an additional finding of foreign material in the air / water cylinder. Based on the results of the investigation, a definitive root cause for the foreign material remaining could not be specified. The reprocessing steps at the material residue point were not deviated from the instruction manual, and there was no physical damage was confirmed at the place where the foreign material remained. The event can be prevented by following the instructions for use which state: detection methods are written in IFU: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Even though the customer confirmed the reprocessing was confirmed in accordance with the IFU, it remains unknown if there were any deviations from IFU in reprocessing steps for the area foreign material remained. Olympus will continue to monitor field performance for this device.